Event description:
Approx 1 hr into treatment machine indicated 2550 cc fluid loss. Total goal for entire 3.5 hr treatment was 3100 cc's. Care giver concerned equipment had not been set up correctly and reset the ultra-filtration goal. In 30 mins machine pulled add'l 1240 cc's. Uf turned off and 200 cc's of replacement saline administered. Bp 61/29 placed trendelenberg responding approx but pale.